Event description:
A pt was treated for the first time on 11/6/96 to the lateral orbital creases. On 12/1/96, the pt developed redness and lumpiness at the facial treatment sites. On 12/3/96, the pt presented with mild symptoms at the lateral orbital creases; the test sites were asymptomatic. The physician diagnosed a hypersensitivity; no medical or surgical intervention was prescribed. On 12/11/96, the symptoms had increased; the test sites remained negative. Intralesional kenalog (5 mg) was prescribed.